Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported bent dc shaft was confirmed via returned product analysis. It is possible that there were procedural interactions (e.g. Due to the anatomy,) which resulted in additional force being placed on the device, causing the inner component (actuator mandrel) to become bent. Since the actuator mandrel is located inside of the dc shaft, if the mandrel becomes bent, the dc shaft will likely demonstrate a similar bent condition. While deflection of the dc shaft during lock lever retraction is consistent with normal behavior of the device, a bend in the mandrel will exacerbate the deflection of the device during lock lever retraction. The reported bending/deflection of the dc shaft appear to be related to the bend in the actuator mandrel; however, a definitive cause for the bent mandrel cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is submitted to report the atypical clip movement which occurred in the left ventricle and has the potential to cause or contribute to patient injury if the clip becomes entangled in the chordae. It was reported that during a mitraclip procedure in a patient with functional mitral regurgitation (mr), the first clip was successfully implanted decreasing the mr. A second clip successfully grasped the leaflet twice, but was not deployed as there was not enough reduction in mr. Several additional attempts were made to place the clip, but the device had a bend that was moving it in an anterior direction in the left ventricle and some resistance was felt. The clip was removed without issue and two additional clips were implanted without issue. There was no adverse patient sequela and the final result was good, reducing mr from 4 to 1-2. There was no additional information provided.

Manufacturer narrative:
(B)(4). The mitraclip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.